Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation at 10atm, it was noted that the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was retuned for evaluation. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was observed 1.5mm proximal of the distal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A10/3.50 flextome cutting balloon was selected for use. During the procedure, upon first inflation at 10atm, it was noted that the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.